Manufacturer narrative:
The centrifugation for the sample from 06-may-2024 was 8 minutes at 4800rpm, which appeared to be very fast. Based on the provided information, the investigation could not determine a clear root cause. The issue did not occur again.

Manufacturer narrative:
The reagent lot number is 74311500 with an expiration date of 31-jan-2025. Abnormal sample probe movement alarms were observed on(B)(6)2024 and (B)(6)-2024. The alarm trace showed abnormal sample aspiration and abnormal sample probe movement alarms every few days. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs stat results for 2 patient samples on a cobas e 601 module. Patient 1: the initial result was 15 g/l. The repeated result was 4 ng/l. On (B)(6)2024 patient 2 results were: the initial result was 17 ng/l. The repeated result was 7 ng/l. The repeated results were believed to be correct.